Manufacturer narrative:
(B)(4). Date of event: publication year of 2009. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: management of complications during laparoscopic radical prostatectomy. Author : tsivian a.; benjamin s.; tsivian m.; sidi a. Citation: urology 74 (supplement 4a), october 2009, s160; https://doi.org/10.1016/j.urology.2009.07.711. The study aimed to describe two different cases of major complications (rectal and obturator nerve injuries) during radical prostatectomy and their laparoscopic management. Harmonic scalpel (ethicon) was used during the procedure in one of the patients. Complaint included inadvertently transected right obturator nerve with harmonic scalpel (n=1). Minor debridement of the transected nerve edges, and laparoscopical end-to-end re-approximation with five 5-0 nylon epineural stitches, was performed. In conclusion, complications during laparoscopic radical prostatectomy may be managed safely laparoscopically.